Manufacturer narrative:
(B)(4) for the reported event of the needle breaking off. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual inspection of the returned device found the needle was broken at approximately 0.9cm from the distal end. Analysis also found that the needle and the working length were bent at the handle. Functional evaluation revealed that the needle was difficult to extend and retract due to the bend in the working length. The complaint was confirmed; the needle was broken near the distal end. The investigation concluded that the most probable root cause for this complaint is operational context, since procedural and/or anatomical factors encountered could have affected the device integrity and/or its performance. The device history record was reviewed and no deviations were found. A search of the complaint database revealed one other complaint exist for the specified lot. A labeling review was performed and no anomalies were found. From the information available, it appears the device was used according to the dfu/product label.

Event description:
It was reported to boston scientific corporation that an expect slimline aspiration needle device was used during an endoscopic ultrasound fine needle aspiration technique performed within the patient's duodenum on (B)(6) 2014. According to the complainant, during the procedure, the tip of the expect slimline needle broke off inside the patient. The detached needle was successfully retrieved using a retrieval device. The procedure was completed with another expect slimline needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an expect slimline aspiration needle device was used during an endoscopic ultrasound fine needle aspiration technique performed within the patient's deodenum on (B)(6) 2014. According to the complainant, during the procedure, the tip of the expect slimline needle broke off inside the patient. The detached needle was successfully retrieved using a retrieval device. The procedure was completed with another expect slimline needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.